Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer had disconnected from the insulin pump, and later had some food. The customer forgot that she was disconnected from the insulin pump, and subsequently experienced high blood glucose levels. The mother stated that she didn't know how she should treat the customer now. The mother had been giving the customer boluses of 5.0 units every 15 minutes, and stated that she was on her way to the emergency room. Advised the mother to call back after the emergency room visit if needed. Nothing further was reported.